Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2009 and a mesh was implanted concurrently with tvh and bso due to sui. It was reported that following insertion the patient experienced pain, infection, urinary retention, urinary incontinence and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2009 due to pain, infection & urinary retention. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.